Event description:
It was reported that the contrast keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6): the contrast button was found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.